Event description:
Respiratory care dept called to report that two circuits had overheated and one of them had melted the heater wire insulation and circuit tube.

Manufacturer narrative:
The rrt called to report that two circuits had overheated and one of them had melted the heater wire insulation and circuit tube. Both failures occurred with the same pt. The pt was not compromised and continued to be ventilated with the same high frequency ventilator (hfv) and a different pt circuit. A bunnell rep visited the facility on (B)(4) 2012 and visually confirmed the failure on one circuit. Visually, the other circuit appeared intact and undamaged. The high frequency ventilator was also checked and was operating normally. Bunnell initiated an internal corrective action request (car), number (B)(4), on (B)(4) 2012. A supplemental PMA, p850064/s021, was submitted on (B)(4) 2012 to increase the heater wire insulation temp rating which will significantly reduce the probability of this type of rare failure occurring. Additional info received from the facility, failure investigation or from the car will be added to this report.